Event description:
Boston scientific received information that the patient with this pacemaker was being seen in the emergency room after experiencing a syncopal episode. Upon device interrogation, it was noted that the device had stored 612 rythmiq episodes. System measurements were reviewed and noted to be normal. The rythmiq was programmed off as it was thought to potentially be contributing to the patient's synocpe. There were no additional adverse patient effects reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).